Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's capture management results differ from the in-office test results and the thresholds were also varying. The ventricular capture management was turned to monitor. The lead remains in use and the patient will be seen in one month. No patient complications have been reported as a result of this event.